Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic general and plastic surgery, the device balloon burst while in used with the patient. The surgeon did not fell it punctured or anything sharp.